Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site had an inaccuracy involving a tracker and a globus tip. When the globus drill was brought into the field it appeared to be about 5 mm into the bone (anterior) when the tip of the bit was actually resting on the surface of the bone. The bit did pass verification. Upon swapping the tip, the surgeon felt accurate. The surgery was completed with navigation and there was no known impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided.